Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient is unhappy and feels she cannot see out of the right eye two days post lasik. The patient was noted to have four superior infiltrates. The topical steroid dosage was increased. The patient stated "should have never done this". Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2019-81779.